Event description:
The following has been reported: biomed reported: "(B)(4). (B)(6) received a new pump back from wd and provisioned to server and noticed screen issue. Confirmed screen issue at depot was never in used by hospital, no tracker, no patient issues out of box fail ". A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.